Manufacturer narrative:
(B)(4). Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement and self tests or verify pump error due to the missing segment, partial display. Also, insulin pump had moisture damage on electrical board during visual inspection.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.